Manufacturer narrative:
Concomitant medical products: iexch182485, stent graft, implanted: (B)(6) 2010; ilxch1616115, stent graft, implanted: (B)(6) 2010; af3416c155xh, stent graft, implanted: (B)(6) 2010; iexch182485, stent graft, implanted: (B)(6) 2010; 1258t lead, implanted: (B)(6) 2015; d314trg crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.